Event description:
It was reported that a subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error. Technical services was consulted and reviewed the available device data. The review determined that the bd error was triggered by an increase in power consumption count. Device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported that this device was explanted and replaced successfully. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that a subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error. Technical services was consulted and reviewed the available device data. The review determined that the bd error was triggered by an increase in power consumption count. Device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported.